Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 108.1 hours of extended bench testing at the customer's settings but failed initial final test with non-conformance at measured port to port leak test due to a non-conforming flow sensor. As a pre-caution, the service technician replaced the flow sensor. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator alarmed and was not properly delivering breaths while connected to a patient. The respiratory therapist immediately removed the patient from the ventilator and switched the patient back to the facilities ventilator. The customer confirmed that there was no patient harm associated with the reported event.